Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation of " 03.130.010, screwdriver shaft 1.3/1.5 t4 self-holding" revealed that the tip of the screwdriver shaft has broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the screwdriver shaft 1.3/1.5 t4 self-holding would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> manufacturing location: supplier- (B)(4). Manufacturing date: 27-jul-2021 part number: 03.130.010, stardrive screwdriver shaft/t4 50mm/self-retaining/hxc lot number: 83p0300 (non-sterile) lot quantity: (B)(4) pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, ns068071 rev h met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 04-may-2021 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.23. Certification of analysis supplied by ionbond for op # 60 (tin coat) dated 18-jun-2021 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 19-jul-2021 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Device history review ==> this lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure drill bit with reference is broken and the screwdriver shovel does not do its correct function.